Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain and bleeding upon application of adc freestyle libre 2 sensor and he experienced hyperventilation, seizure and almost fainted. Customer was helped by his mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain and bleeding upon application of adc freestyle libre 2 sensor and he experienced hyperventilation, seizure and almost fainted. Customer was helped by his mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.